Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.4 mini tray failed to open. The field service engineer (fse) had confirmed that the issue was resolved by the customer, and it worked fine. The fse also checked in hardware test application and verified proper functionality. The system functioned as intended after the customer resolved the issues of the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 2.4 mini tray was failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.